Manufacturer narrative:
The reported issue of dim segments was not confirmed. Test results identified no dim segments. Dim segment issue associated to faulty component of the seven-segment display. A supplier product change notification was issued to improve the manufacturing process. The exact root cause was not identified, however prior failure investigations identified the most likely probable cause to be related to the led manufacturing process and/or raw materials. A supplier change notification was issued to improve the manufacturing process. Device history review could not be performed as no serial number provided by customer.

Event description:
It was reported that the customer is replacing the display.

Manufacturer narrative:
Updated.

Event description:
It was reported that the customer is replacing the display.